Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The breach in aseptic technique was further described as "technique failure". This was further reported as "refractory peritonitis or severe tunnel infection". It was not reported if the patient was hospitalized for the peritonitis event. Treatment was not reported. According to the reporter, the patient was recovering with sequelae from peritonitis. Pd therapy was discontinued and the patient was switched to hemodialysis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.